Event description:
Foley catheter balloon rupture while in patient. A second foley catheter of the same manufacturer and lot number was tested for proper inflation (not in a patient) and the balloon ruptured again after approximately 5ml of saline was injected into the balloon. Device code: 1546. Patient code: 4580. Reference report# mw5175114.